Manufacturer narrative:
The exact date of the event was not reported therefore the bsc aware was chosen for the date of the event. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the fiber is broken within the fiber blue jacket and bent at 5 mm from distal tip. The fiber exhibits no signs of usage. Black discoloration was noted at near break location within blue jacket. The total length of the fiber is 12 feet and 2.25 inches, connector included in over-all length. The fiber was tested with hene laser fixture, aim beam is visible at the break. Based on device analysis, the complaint was confirmed. Fiber broke and bent. The identified issues noted above may have been caused by excessive bending during the procedure. An evaluation conclusion code of unintended user error caused or contributed to event was assigned to this investigation.

Event description:
Analysis of the device found that the fiber is broken within the fiber blue jacket and bent at 5 mm from distal tip. There was no patient injury reported.